Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the catheter was fractured after the patient took a fall. The distal fracture was confirmed via x-ray and a revision was done (B)(6) 2014 where a new catheter was placed. The patient experienced increased tightness and pain, but the reporter did not know when the symptoms began or when the catheter fracture was diagnosed. The patient was put on oral baclofen so the patient would not go through withdrawal. Per the reporter, the revision was successful and ¿everything¿ went well. The patient had no symptoms and was ¿fine¿. The pump was used to deliver gablofen.

Manufacturer narrative:
(B)(4).

Event description:
Further details of the event were provided which revealed that the patient fell in (B)(6) of 2014 and not related to the device but rather the patient lost their balance. The patient's catheter fractured was a result of the fall. The pump and catheter were replaced on (B)(6) 2014. The patient's symptoms included increased tone and stiffness, upper/lower extremities had decreased mobility, decreased ambulation, and decreased right upper extremity function. It was initially reported that the entire catheter (8709) was explanted. However, the health care provider later reported that catheter segments (unknown which catheter) were reportedly left in the intrathecal space. Clarification was requested regarding the catheter segments in which the segments were confirmed but there were no further details available. Reportedly, the patient was taking zanaflex and oral baclofen, although the oral baclofen was not noted in the patient's records. Should additional information be received a supplemental report will be filed.